Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating a low battery alert on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the batteries on her pump are only lasting 4 days. The customer stated that the last pump used to last up to 3 weeks. The customer also stated that her blood glucose was running high when she took the pump off in the mid afternoon. The customer stated that she made adjustments. The customer was advised that (B)(6) aaa batteries are best for the pump's use. The customer was advised to monitor the pump and call back if the problems recur. The customer will be sent a replacement battery cap.